Manufacturer narrative:
The root cause for the perforation and subsequent stroke and death of the patient could not be definitively determined. Based on information reported by the physician, the physician believed that the eccentric plaque within the vessel was unstable and may have contributed to the perforation. Based on the available information, the atrial fibrillation might have been the contributory cause of the stroke and subsequent death. The device referenced in this complaint was not returned, hence a physical inspection of the device was not possible. Additionally, shockwave is unable to perform a review of the manufacturing records as the lot number was not reported. However, shockwave medical has implemented acceptance controls to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) device was used to treat the mid circumflex artery. Patient was reported to have a past history of coronary artery disease, complete total occlusion of the right coronary artery with collateralization from the left system, noted to be co-dominant, and with calcified multi-vessel disease. Access was obtained via the radial during a percutaneous coronary intervention (pci) procedure where the c2 coronary catheter was inserted into the eccentric calcification. It was reported that 80 pulses were delivered, and a perforation of the vessel was noted at the site where ivl was used. Extravasation was noted as a hematoma in the adventitia of the arterial wall directly after the treatment of ivl. The perforation reportedly was non-flow limiting and it was localized, 5 mm in length. The perforation was mitigated with a 38 mm covered stent after long inflation of two balloons with no resolution. Angiogram directly after stent placement showed extravasation in the myocardium and pericardium. Five hours later, the patient was brought back to the catheter lab with complaints of chest pain. It was found that the perforation was not resolved. A pericardiocentesis drain was placed and the pericardial effusion was drained and subsequent long balloon inflations within the covered stent were performed. This resulted in successful closure of the perforation. The patient was said to have expired 72 hours post ivl due to a massive stroke